Event description:
Staff observed repaired PICC line leaking at site of repair - blunt metal needle of repair kit rubbing against outer PICC sheath creating hole. Further repair to line was unsuccessful and line was exchanged with no harm to pt.